Manufacturer narrative:
Device available, return date - additional information. Type of follow up - additional information, device evaluation. Device evaluated by manufacturer - additional information. The pipeline flex was returned for evaluation with the microcatheter. As received, the pipeline flex delivery system was found outside the microcatheter. The ends of the pipeline flex braid were found opened with moderate fraying while the middle section was compressed and damaged. Based on the provided photo and the reported event description, the report of pipeline flex failure to open at the middle section was confirmed. It is possible that the fraying damage to the braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted.

Manufacturer narrative:
UDI: (B)(4). The pipeline flex has not been returned for evaluation. The report could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for an unruptured, fusiform aneurysm in the right internal carotid artery (ica). Aneurysm measured 8mm max diameter. Landing zone artery size was 3.53mm distal and 4.3mm proximal. It was reported that the anatomy was minimally tortuous with no acute bends. The devices were prepared as per IFU. At deployment, it was observed that the middle section of the pipeline flex would not expand; it appeared compressed. The pipeline flex was resheathed and re-deployed two times, which was not successful in opening it. The pipeline flex was resheathed and removed from the patient. A new device was used to complete the procedure with an adequate angiographic result post-procedure. There was no report of patient injury as a result of this event.